Event description:
Correction: it was reported that the patient presented for a follow-up in clinic. The patient was asymptomatic. The implantable cardioverter defibrillator (ICD) was reprogrammed, and the patient was stable post changes.

Manufacturer narrative:
Corrected data: b5 updated.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. The patient was stable.